Manufacturer narrative:
The device was returned and an initial evaluation was completed by olympus. In addition to the findings in the initial evaluation found the customer complaint of the flow issues was not confirmed. The initial evaluation did find the camera cover was chipped/cracked, the charged coupled device (ccd) pixel error occurred, the light guide lens was chipped, the universal cord was damaged/deformed, there was a gap in the adhesive of the bending section cover, and the angle wires were stretched. This event is under investigation. A supplemental report will be submitted upon receiving additional information or when the evaluation is complete.

Event description:
The customer reported the flow of the evis exera iii gastrointestinal videoscope was present, but had issues. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material looked like crystalized white chemical, however, it could not be completely identified. The root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b3 and b5.

Event description:
Additional information received from the customer reported there was too much pressure in the channel. The issue was identified prior to use. Another scope was used to complete the procedure.